Event description:
In 2007, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corporation. During an arthroscopy procedure of the shoulder, the pt was reported to have sustained a small circular first degree burn approximately 3 to 4 cm in size located near the placement of the anterior portal. The burn was treated with silvadene and the pt has been seen by a dermatologist for treatment. The pt was reported to be healing well. It was reported suction was not used during the procedure.

Manufacturer narrative:
It is unknown if the device was reprocessed. The device was returned for eval. A visual examination and functional testing of the device was performed. The wand was activated for 3 minutes and functioned properly. The suction and saline delivery were verified as functional. No visual signs of burn at tip of wand were found. The wand did not get hot during testing as verified by touch. The hospital confirmed the device was not used with suction. Therefore, it was concluded the burn was due to user error. The instructions for use for the device provides the following warnings: "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or pt.", "caution: failure to provide proper suction may result in physician or pt thermal injury.", and "caution: when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury."